Event description:
Information received from the field does not address the patient's clinical status but notes that the device could not be interrogated. The device had a magnet rate of 80 - 90 ppm and intermittent pacing at 50 - 60 ppm was noted. Emergency vvi was unsuccessful.